Manufacturer narrative:
This is one of two related reports. This report represents the impella cp and another report was submitted to represent the impella 5.5. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 67-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e. During support, the patient developed a groin bleed at the impella insertion site, and a large hematoma formed, requiring application of a femstop, followed by manual pressure. The patient received 2 units of packed red blood cells. The reported major bleed and hematoma requiring blood transfusion and hemostasis is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support.

Manufacturer narrative:
Major bleed/hematoma/access site adverse event: the cause of the access site adverse event was not determined due to insufficient clinical details. Correction has been updated in d1 (brand name). Additional information has been provided in h6(component code, investigation findings, type of investigation, and investigation conclusions).